Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient reported that she was admitted to the hospital with diabetic ketoacidosis. No product defects or failures were alleged. No additional event or patient information was available.